Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited rising pacing and defibrillation impedances and diminished sensing. The lead malfunctions were believed to be caused by a lead fracture. The patient presented for a lead revision procedure on (B)(6) 2020. Fluoroscopy testing during the procedure did not note anything. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Correction: the initial MDR did not include the lab/test statement.